Event description:
During an anterior rectum ablation procedure, the anastomsis was incomplete. The surgeon resected the tissue at the application site and applied another device. The hospital has reported that the pt's status is satisfactory.